Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing on (B)(6) 2021 showed affected channels. The mother is not sure when the user stopped hearing with the device. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Also, as per internal registration form four channels were left extra cochlear since initial implantation. The problems given in the recipient report appear to match the damage found.this is a final report.

Event description:
In situ testing on (B)(6) 2021 showed affected channels. The mother is not sure when the user stopped hearing with the device. The user has been re-implanted. The explant report form states that 4 extra-cochlear channels were found upon explantation.